Event description:
During the procedure after sealing and cutting the tissue, the m.d. Complained that the instrument would not release without repeated effort. The instrument was replaced and the issue did not recur. There were no reported adverse effects to the patient.